Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced a skin reaction with inflammation, swelling, burning, itching, infection, rash, red, and bruising spreading outside the patch perimeter. A photo was provided and assessed. Surrounding and inferior to the adhesive patch, there is a clearly visible, localized area of erythema with a reddish-purple discoloration (bruise) extending beyond the immediate adhesive footprint. The affected area appears moderately inflamed with mild associated swelling. There was no visible blistering, ulceration, open wound, crusting, or purulent discharge observed. No necrosis or tissue breakdown is evident. Based on visual assessment, the findings are consistent with a moderate inflammatory skin reaction, localized inflammatory response related to adhesive exposure. An allergic contact dermatitis or early localized infection cannot be fully excluded based solely on the image; however, no overt signs of infection (such as drainage or abscess formation) are visible at this time. The patient consulted a doctor online through hotdoc. The patient was diagnosed with cellulitis and the reaction was treated with a prescription of an oral cephalexin 500 mg - 4x a day for 7 days. The area was prepared with soap and water before placing the sensor on the body. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.